Manufacturer narrative:
Approximate age of device ¿ 3 days. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient received 1 unit of packed red blood cells, meeting the trial definition of major bleed. On (B)(6) 2018, the patient received 2 unites of packed red blood cells for low hemoglobin of 6.7 and transfused platelets, cryoprecipitate and fresh frozen plasma (ffp) for post-operative bleeding. No additional information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be determined through this evaluation. The patient ultimately expired on (B)(6) 2018 and his outcome was captured in the heartmate 3 momentum clinical trial. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.